Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). 200-5020 error with new board. Hospital is running 9.12 pcus. Module boards are made at boards are made at whatever version and may not be compatible. There is no visibility to what version the board was made as.